Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435mg/dl. The customer had symptoms such as just tired, sleepy, thirsty, and a little bit of a body pain. Customer¿s current blood glucose was 355mg/dl. Customer reports insulin exited at the qr. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. It was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.